Event description:
It was reported that during procedure the unit was not functioning as intended. Four non- (B)(6) cystoscopes had burned distal lenses when used with this unit. There was no patient injury. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Pt: 4582. Device: 1071. Ref: mw5188678, mw5188679, mw5188680.